Event description:
It was reported by customer's husband a hospitalization occurred due to diabetic ketoacidosis. Customer's blood glucose reading at the time of the event was over 500 mg/dl. Caller stated that customer stopped eating and high blood glucose occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.